Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted received 3-way temperature sensing catheter. Visual inspection noted the inflation valve was cut off therefore the sample cannot be tested for difficult to remove. Therefore, it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be incorrect balloon design. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2). 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3). 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4). 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard. Syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Urinary catheter insertion. Perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic. Technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record" correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with 119316m - lot#nggz1274. The second reported incident involved bard a319516am. The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return. Per additional information received on 29aug2023, customer stated that temperature sensing foley catheter that did not deflate. This was the 3rd situation in the last week. This one was tested with 3 ml prior to placing it in a patient, and the balloon did not deflate.

Event description:
It was reported that clinical team has submitted two reports of issues with the balloons on temperature sensing foley catheters. In both instances, the balloons remained inflated, despite attempts to deflate them. The first reported incident happened with 119316m - lot#nggz1274. The second reported incident involved bard a319516am. The team noted in both instances that urology was contacted and involved, and the balloons were still partially inflated after the catheter was removed. It was also noted that other incidents were anecdotally reported. Product is saved for quality return. Per additional information received on 29aug2023, customer stated that temperature sensing foley catheter that did not deflate. This was the 3rd situation in the last week. This one was tested with 3 ml prior to placing it in a patient, and the balloon did not deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.